Event description:
As per subsidiary. After priming and disconnection of pre-bypass filter, priming volume came out in a flush of the arterial outlet of the oxy. Oxy pressure test before priming was ok. As per clinical specialist, the roller pump may not have been totally occlusive and the arterial line was not clamped, so the fluid likely drained retrogradely down the arterial line. There was no blood loss. And no patient injury.

Manufacturer narrative:
This follow-up report is submitted, to FDA in accord with applicable regulations. And as indicated, by terumo cardiovascular systems in the initial report submitted to the FDA on august 31, 2021. Upon further investigation of the reported event. The following information is new and/or changed: b5: (added describe event or problem). D9: (device availability, added date returned to manufacturer). G3: (date received by manufacturer). G6: (indication that this is a follow-up report). H2: (follow-up, due to additional information). H3: (device evaluation anticipated by manufacturer, a second follow-up will be submitted, upon completion of the investigation and/or submission of new information. Thus tcvs references conclusions code 11). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 3331, 213, 67). Type of investigation: #1: 10 - testing of actual/suspected device. Type of investigation: #2: 3331 - analysis of production records. Investigation findings: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The sample was visually inspected and did not find any anomaly including a breakage on the gas transfer section. After rinsing the actual sample, the blood channel was filled with colored saline solution, the blood outlet side was clamped, and pressure of 2kgf/cm2 was applied from the blood inlet side into the blood channel to check the leakage. No leakage was found. Review of manufacturing records and incoming inspection records confirmed that there was no anomaly in them. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, the priming volume came out in the arterial outlet of the oxygenator as per subsidiary, the pre-bypass filter is located after the 3/8 3/8 arterial connector with luer and before the 3/8 3/8 venous inlet and the solution come out from the open 3/8 3/8 connector (arterial outlet). There was no leak, it was open and the water flushes out by disconnection of the pre-bypass-filter and directly before the connection of the table-sided tubes. The line was not directly clamped after the oxygenator but it was a occlusive roller pump installed. All other connections were closed before disconnection. The subsidiary, added the hcu was circulating during the first event. By a re-try the hcu was stopped, no water dropped out. After starting the hcu, water was dropping out again, heat exchanger was tested before use and seal. No patient involvement. Product was changed out. Procedure was completed successfully.